Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer passed away in his sleep. The wife stated that the customer had been sick and was not on the insulin pump at time of death. His last blood glucose reading recorded in the glucose meter was 31mg/dl. It was stated that the cause of death was a heart attack. The spouse mentioned that the customer never had the chance to wear it nor training. No further information was provided.